Manufacturer narrative:
B3: date of event unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump was faulty and alarmed with various error messages, mostly downstream occlusion. The faults occurred multiple times before and during infusion while in use with patients, requiring pump restart and interrupting medication delivery. There was a patient involvement and there were no additional adverse consequences. This failure mode found during infusion. Therefore, if the event reoccurs it may interrupt therapy and potentially impact the patient.